Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid leak from the coulter lh 780 hematology analyzer. Customer reported the leaked fluid was on the counter. Customer reported that the volume of the leak was about 25 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from the lyse restrict tubing at fit through fitting ff82. The fse replaced the tubing to repair the leak. The fse also performed maintenance.

Manufacturer narrative:
(B)(4).